Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
The patient reported a high blood glucose (bg) reading of 486 mg/dl while using the ilet insulin pump. The patient was out of insulin vials and attempted to fill the cartridge using insulin pens, which initially worked and allowed them to sleep. Later, the patient was awakened by a high bg alarm and chose to disconnect from the ilet and administer a manual insulin injection. The patient reported having limited insulin supply and did not feel comfortable continuing ilet use. No medical intervention or hospitalization was required. The device was not returned for evaluation. Follow-up call attempted; voicemail left.